Manufacturer narrative:
The investigation for the access site bleed, positioning issue, and removal issue has been completed. According to the clinical, despite all the precautions, patient somehow grabbed the device and pulled back inadvertently. Also, during explant patient had bleeding due to unsuccessful deploy of stapler at the graft and the graft had retracted back into the incision without proper closure. Manual pressure and blood products were given. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was use related. The most likely cause of the major access site bleeding was use related. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 escalated care from an impella cp and during support, positioning issue along with access site bleeding and removal difficulties were encountered. The patient on impella support was very restless post extubating, moving a lot and had grabbed the impella device a few times. The patient was put in arm restraints. Despite all the precautions, the patient somehow grabbed the impella 5.5 and pulled back. A transthoracic echocardiogram (tte) was performed, and device recross into the left ventricle was attempted. The physician was unable to re-advance the impella 5.5. Across the aortic valve. The patient was started on dobutamine and vitals were watched for approximately 30 minutes with impella in the aorta on p-level p-1. The patient hemodynamically tolerated no left ventricle support, and therefore, the decision was made to proceed with explant. The impella 5.5 was then turned off and removed. The physician placed a clamp on the graft distally and then had the assistant attempt to staple the graft. The graft was trimmed with clamp still on. The stapler and clamp were released, but the stapler did not deploy. The graft had retracted back into the incision without proper closure and was actively bleeding. The physician placed a finger inside the incision to hold manual pressure as the patient was quickly brought back to the operating room. In the operating room, the incision was fully opened, and the graft was located. The axillary artery was controlled using a vessel loop and the physician removed the graft from the axillary artery and placed a 1x10 vascure (core matrix) graft onto axillary artery. The flow was checked by doppler, and the incision was closed. A tee was performed during the procedure showing recovery in left ventricle from 15% to 35%. However, due to issues experienced during explant, the patient's hemoglobin dropped to 6.8 and platelets were noted to be 40. Two 10-pack of platelets and two units of packed red blood cells were transfused.